Event description:
The procedure was an intervention on the sfa. The physician placed a 6f sheath via retrograde approach. The physician predilated and prepared the sfa using balloon angioplasty. The sfa had severe calcium. The physician then went in with a 6-150-120 everflex stent. After stent deployment there were problems removing the stent deployment catheter. The physician said that he had to apply a lot of force to remove the stent catheter. This resulted in the stent fracturing and tearing into two pieces. A post dilatation was performed after stent catheter removal. Patient is doing fine.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation:the everflex self-expanding peripheral stent system was received for evaluation without any ancillary devices or cine images from the procedure. Safety lock knob was snug. The stent delivery system, (sds), was in a post-deployed state: deployment handles in contact with each other, fluid in the stopcock tube, portion of stent threaded onto the catheter, and outer sheath pulled back with retainer exposed. Approximately 20mm of stent was returned: stent exhibits elongation and fracture. The retainer and distal tip were examined: no abnormalities or deformities noted. The deployment paddles were repositioned to pre-deploy position: it was noted that the stainless steel hypotube had two pronounced bends. The distal end of the outer sheath matched up with distal tip: no abnormalities or deformities were noted. The distal paddle was removed and the stainless steel hypotube was pulled back and examined. There were several witness marks on the hypotube from where the safety lock pin engages it, 25 to 30mm proximal from the distal end of the hypotube. The hypotube was then severed from the center lumen. The distal tip and flexible center lumen were removed distally from the outer shaft. The outer shaft was skived open with surgical scissors to about 2cm proximal of where the retainer ring would be. The examination revealed a few scratches on the liner, none that would of indicate deployment difficulty caused by stent and liner interactions.the liner was not milky and no delamination features were present.